Manufacturer narrative:
B5: correction - the customer reported conflicting results with the ID now covid-19 2.0 assay for two patients performed on multiple dates. This manufacturer report addresses patient one (1) of two (2). The customer reported conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2024. The customer tested the same patient sample in two separate instruments on the same day. The first test returned a negative result, and the second test returned a positive result. The patient was reported to have been covid-19 positive 9 days prior to testing. No additional patient information, including treatment and outcome, was provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings d9: correction - na. H6: correction - f24. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The customer reported conflicting results with the ID now covid-19 2.0 assay for two patients performed on multiple dates. This manufacturer report addresses patient one (1) of two (2). The customer reported conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2024. The customer tested the same patient sample in two separate instruments on the same day. The first test returned a negative result, and the second test returned a positive result. The patient was reported to have been covid-19 positive 9 days prior to testing. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported conflicting results with the ID now covid-19 2.0 assay for two patients performed on multiple dates. This manufacturer report addresses patient one (1) of two (2). The customer reported conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2024. The customer tested the same patient sample in two separate instruments on the same day. The first test returned a negative result, and the second test returned a positive result. The patient was reported to have been covid-19 positive 9 days prior to testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot 1100449 and est base part number 192-430 / lot 1100449. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1100449 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1100449 showed that the complaint rate is (B)(4). Retained testing was unable to be performed due to the lot being expired. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to sample interference.

Event description:
The customer reported a conflicting result with the ID now covid-19 2.0 assay performed on (B)(6) 2024. This report is for patient one (1) of two (2). The customer tested the same patient sample in the same sample receiver in two separate instruments on the same day. The first instrument returned a negative result, and the second instrument returned a positive result. The patient was reported to have been covid-19 positive 9 days prior to testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings the results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.